Event description:
A nurse reported that a surgeon had some difficulty with the infusion line not staying in the ports. The surgeon tried using two different trocars, but neither would hold the line tight. No other surgeons that operate at the facility have mentioned similar difficulties. Additional information was provided by the nurse indicating the reported issue was with the non-valved trocars. The surgeon noted that at times, the infusion cannulas do not "click" into the trocar. A second pak was used to complete the case. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).